Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that gain calibrations on the imaging system were performed to resolve the reported issue.

Event description:
A site representative reported that, while in a spinal fusion, there were ring artifacts in the 3d image acquisitions. The surgeon was able to use the images for the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.